Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2011, device rrt<=2.6251 v. One patient alert for low battery voltage on (B)(6) 2011 02:15:00. Weekly log battery voltage trend data shows min bat=2.630 to 2.616 volts between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and it was noted that there was gate oxide/cap oxide current leakage. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(4)-2011, device rrt<=2.6251 v. One patient alert for low battery voltage on (B)(4)-2011 02:15:00. Weekly log battery voltage trend data shows min bat=2.630 to 2.616volts between (B)(4)-2011.

Event description:
It was reported that the device was at elective replacement indicator (eri) and is suspected of early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.